Event description:
It was reported that death occurred. A left atrial appendage (laa) closure procedure was performed under transesophageal echocardiogram (tee) and intracardiac echocardiogram (ice) imaging, and a 31mm watchman flx pro closure device was implanted with complete seal noted and after meeting release criteria. The patient was discharged the same day on eliquis. Four (4) days post index procedure, the patient died. The cause of death is unknown and no further details were made available.